Manufacturer narrative:
(B)(4) . The customer support engineer (cse) evaluated the device and verified the issue. The cse replace the pressure solenoid (psol) valve and the vent was placed back in service.

Event description:
It was reported that a ventilator malfunctioned during patient use. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.